Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) has overheating issue. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - d10. A getinge field service engineer (fse) evaluated the unit for the reported condition. During the onsite evaluation, the unit did not present the overheating message; however, a review of the device logs confirmed that the event had occurred. On january 28, 2026, the fse completed the corrective service. Initially, functional tests were performed with satisfactory results. The compressor (0119-00-0236) and temperature sensor (0206-00-0734) were replaced in accordance with the prior diagnosis. All performance and safety verification activities were completed according to manufacturer specifications. The device was confirmed to be operating as intended and was returned to the customer for clinical use.